Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
During review of programming history, high impedance was seen in system diagnostics on (B)(6) 2011. The impedance resolve on the same date; however, it is unknown when the generator and lead were implanted.